Event description:
Adverse event(s): no present injury or harm (no consequences or impact to pt). Product problem(s): tracking difficulties (failure to align). An ophthalmic tech reports tracking difficulties on several pts. Add'l info has been requested.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when add'l reportable info becomes available. (B)(4).